Event description:
It was reported that the motor errors occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were broken. Cracked case top on left corner, cracked right plunger case and battery door. Motor not running was found in event history log. Found motor not running immediately during occlusion test. The root cause of the reported issue was found to be that the sensor on the main board was covered in debris from worn out teflon washer. The technician cleaned off the sensor on the main board and replaced teflon washers with the delrin washer. Replaced motor mount, worm coupling and worm gear as a preventative measure. Performed occlusion test and all functional tests which passed.